Event description:
The procedures being preformed were a hysteroscopy, a biopsy, and an endometrial ablation. The novasure device width setting would not work properly. The gauge would not move, so the physician was not able to use that device as he was unable to set the settings on the novasure machine. Another device was used without problems, and there was no harm to the patient.